Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.

Event description:
The hospital reported that a short port balloon burst, the hospital did not provide any information whether it burst before or during the procedure. A replacement device was used to complete the procedure. No patient effect has been reported by the hospital.